Manufacturer narrative:
Product complaint #: (B)(4). Date sent to the FDA: (B)(6) 2022. The following information was requested, and the following was obtained: could you please confirm the quantity of clips that did not hold to the suture during use on the patient? Please specify quantity and lot number. 6 clips did not hold to the suture lot numbers: rh8cmgq0 and rhbbwbq0. Could you please confirm quantity of devices that did not hold to the suture before use on the patient (for example during dispensing from clip bank)? Please specify quantity and lot number. 11 clips did not hold to the suture before use on the patient lot numbers: rh8cmgq0 and rhbbwbq0. Were there any patient consequences? No attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Events reported via: 2210968-2022-00314, 2210968-2022-00315, 2210968-2022-00316, 2210968-2022-00317, 2210968-2022-00319.

Event description:
It was reported that a patient underwent a liver resection procedure on (B)(6) 2021 and clips suture were used. During the procedure, the clips do not hold on to the thread or do not hold in the jaws of the clip pliers and therefore often fall out or cannot be removed correctly from the clip bank. Another like device was used to complete the surgery. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 02/23/2022. H6 component code: g07002 - no device problem found. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device, and no non-conformances were identified.